Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date, not prepping the skin with antiseptic solution, not irrigating the site with antibiotic solution before closure, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes. Additionally, antibiotics were prescribed pre-operatively and the patient did not touch the wound. The wound was not healing correctly due to the patient's body rejecting the coil in the pocket. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to the patient's body rejecting the coil in the pocket. However, the cause of the patient's body rejecting the device is unknown. Therefore, conclusion has been selected as no problem found. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported their incision was not healing. Antibiotics were prescribed and the patient was referred to wound care to get dressings changed. An explant procedure was performed on (B)(6) 2023. The patient is doing great. They were getting good relief and are hoping to have a new device implanted. No further issues have been reported.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date, not prepping the skin with antiseptic solution, not irrigating the site with antibiotic solution before closure, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes. Additionally, antibiotics were prescribed pre-operatively and the patient did not touch the wound. The wound was not healing correctly due to the patient's body rejecting the coil in the pocket. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to the patient's body rejecting the coil in the pocket. However, the cause of the patient's body rejecting the device is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended. Updated per FDA (B)(4) correction 2.

Event description:
The patient reported their incision was not healing. Antibiotics were prescribed and the patient was referred to wound care to get dressings changed. An explant procedure was performed on (B)(6) 2023. The patient is doing great. They were getting good relief and are hoping to have a new device implanted. No further issues have been reported.